Event description:
Information was received indicating that a high pressure alarm occurred to a smiths medical cadd-legacy® plus pump. It was noted that repair is required to the front case, lens, and rear case. No adverse effects were reported with no further information provided.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One infusion pump was received for device evaluation. Visual inspection found physical damage to the device, including scratching at the lens, and damage to the front and rear housing. A review of the device event history log found "service due" to have been recorded. Functional testing was performed by powering on the pump, attaching a cassette, and running the device. The reported issue could not be replicated; however, the pump did fail psi testing. Sensor testing found the dso sensor alarm values to be outside manufacturing specification. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.